Event description:
Revision.

Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-ray were reviewed. The revision was caused due to tibial subsidence. The root cause for the subsidence could not be determined based on the lack of pre-op x-ray. Based on a post operative examination of the CT scan, it is possible that the subsidence was due to poor patient indications, lack of sufficient sclerotic bone necessary for inlay.